Event description:
Doctor asked during or procedure for new enseal trio instrument as it was not working. Scrub tech noted blade end was separated.what was the original intended procedure?laparoscopic supracervical hysterectomy, right salpingo-oophorectomy and a left ovarian cystectomy.device #1is this a laboratory device or laboratory test?no.